Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station time was not accurate. The technical support specialist found that time.windows.com was set as the ntp server, confirmed to ntp.kp.org in use and attacted an article of "how to adjust station ntp server settings" to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis anesthesia system the station time was not accurate. The customer reported that the nurse was not able to remove the medication during the 60 minute window of the dose because the time was off and the nurse had to come back once the time advanced. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this event.